Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 2000020723/ 2000020873/ 2000021013.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site and was not getting adequate pain relief from the spinal cord stimulator (scs) system. The patient underwent an explant procedure wherein all scs devices were removed. The explanted devices will not be returned.